Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device disposed of by customer.

Event description:
It was reported to boston scientific corporation in late 2007 that an rx locking device & biopsy cap was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure three days prior. (Patient gender, age and weight unknown) according to the complaint, the foam insert inside the disposable biopsy cap came loose during the procedure ending up in the biopsy channel of the scope. The procedure had to stop due to the loss of suction available. It wasn't until the scope was being cleaned that the problem was found. The case was not completed. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."